Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump passed displacement test, rewind, basic occlusion test and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Motor was tested outside the device and passed. No motor error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind. Troubleshooting was performed, and the drive support cap was loose. The blood glucose reading was 168mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.